Event description:
It has been reported that during a ptca procedure, a dissection of the right coronary artery occurred. Patient went for bypass surgery for repair of artery. Patient is in stable condition and the device is not being returned for evaluation.